Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2021-05052. All information can be found under manufacturer report number 1416980-2021-05052. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked. This was observed during priming of the device for peritoneal dialysis therapy. It was further reported that the leak was coming out of a pin hole located on the patient line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.